Event description:
It was reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler underwent a catheter reposition procedure. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported this patient underwent a nonemergent outpatient procedure for a pd catheter (not a fresenius product) reposition as the patient's catheter had migrated into the right upper quadrant of their abdomen. Prior to this procedure, the patient experienced pain with drain cycles during ccpd therapy on the liberty select cycler. The patient did not experience a serious injury that could potentially cause or contribute to the migration of their catheter. It was confirmed the migration of the pd catheter, and the associated procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and continues ccpd therapy on the same liberty select cycler at home following this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).